Event description:
Additional information was received stating that resistance occurred in the middle section of the catheter. The coil came out of the introducer sheath smoothly. No issues resulted in the damage that was found. 1 attempt was made to detach the coil using the manual method. The instant detacher lot number was unknown. The information is confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-ap-ID (lot: unknown); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an axium framing coil that had non-detachment and also resistance and was damaged/stretched during retrieval. The patient was undergoing a coil embolization procedure to treat a right internal carotid artery (ica) paraophthalmic segment ruptured saccular aneurysm. The aneurysm max diameter was 4mm and the neck diameter was 2.5mm. Blood flow was normal. Vessel tortuosity was moderate. It was reported that the devices were prepared as indicated in the instructions for use (IFU). Continuous catheter flush was administered during the procedure. The non-medtronic microcatheter was delivered into the aneurysm. One axium coil was delivered and deployed without issue. The second coil was the axium framing coil (fc-3-10-3d, ln: 229175949). After hydrating the coil and slowly delivering, the coil could not be detached despite three attempts with the instant detacher and trying to detach manually. The physician repositioned the coil once. There was friction/resistance or other difficulty during delivery of the coil. When retrieving the coil, the surgeon noticed the coil was not all moving into the microcatheter. The microcatheter was removed along with the coil. It was noted that the coil was stretched; the middle segment of the pushwire was damaged. The microcatheter was then reintroduced and delivered to the aneurysm and another manufacturer's coil was used successfully to complete the procedure. There was no harm or injury to the patient associate with this event. Ancillary devices: sl-10 90-degree microcatheter, infinity sheath, neuron 070 guide catheter, synchro guidewire, target 3-10 coil, axium 3.5-10 coil.